Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new aaa alkaline battery. Customer was advised to insert battery correctly. The customer stated the display did not return the customer also reported via phone call that they cannot get their battery cap off the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated that they cannot remove the battery cap. The customer was advised to discontinue use of the device if the battery is low. The customer was advised to monitor the pump closely if they continue to use it. The customer was advised that the device would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.